Manufacturer narrative:
One opened probe was received. The sample was visually inspected and found to be non-conforming with a burr around the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and was found non-conforming for aspiration and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouging was observed at the cutting edge of the inner cutter. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The returned sample was found to be functionally conforming for actuation, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event, the evaluation indicated that the probe had cut and aspiration issues. Potential contributing factors to the cut non-conformance are the observed damage/wear to the inner cutter of the probe and the observed burr on the needle port. The damage/wear and burr can decrease the quality of the cut performed by the probe. The root cause for the aspiration issue is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No action was taken as the returned probe was functionally conforming for actuation, the exact root cause of the cut non-conformance could not be determined and the probe was able to aspirate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe did not actuation during a procedure. The procedure was completed with no harm to the patient.